Manufacturer narrative:
Product event summary #analysis information -- (B)(6) 2016 19:38:14 cst pli# 10 product ID# d354trg the device was returned and analyzed. Analysis of the device revealed normal battery depletion.analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Event description:
It was reported that the patient's device had premature battery depletion. It was also noted that the pacing output was set higher in both ventricles for patient safety reasons. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.